Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the smart device with the serial number (B)(4). However, data for the smart device with the serial number (B)(4) was provided for evaluation. It was determined that loss of connection was related to the mobile application. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.